Event description:
IV lipid tubing stopped infusing. The lipids had been paused to infuse a medication, when they were restarted the IV pump started alarming "occlusion patient side". The lipids were disconnected and the line was flushed and it was patent. When the staff tried to run the lipids through the tubing bc we noticed an air bubble at the filter. They wouldn't run even with all clamps open (disconnected from patient) we placed old tubing in bag and changed to new tubing. Tubing clogged after pausing intralipid infusion for medication administration. Tubing had been hanging for approximately 12 hours. Infusion paused for approximately 30 mins for med administration through the line (but not through this tubing). Lot number provided below is from current stock on shelf, not necessarily the product that was used for this patient. This is all the information available.